Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided in section b5 and h6 (health effect - clinical code & health effect - impact code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The updated summary: it was reported to medtronic minimed that the customer experienced hyperglycemia with an alert of requesting sensor replacement alert and a discrepancy between sensor glucose and blood glucose values. The customer reported a blood glucose value of 550 mg/dl. A 128 mg/dl blood glucose was also reported. No treatment was stated for the hyperglycemia. The event involved product(s) mmt-7040c9. Troubleshooting was not performed, and the discrepancy between the sensor glucose value of 54 mg/dl and blood glucose value of 128 mg/dl was not within the target range. No further patient complications were reported. Product return for mmt-7040c9 is not expected.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with an alert of requesting sensor replacement alert and a discrepancy between sensor glucose and blood glucose values. The customer reported blood glucose value of 550 mg/dl. It was unknown how the customer was treated. The event involved product(s) mmt-7040c9. Troubleshooting was not performed and the discrepancy between the sensor glucose value of 54 mg/dl and blood glucose value of 128 mg/dl was not within the target range. No further patient complications were reported. Product return for mmt-7040c9 is not expected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.